Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the black power cable¿s lemo connector nut was broken was confirmed by analysis via customer submitted images. The heartmate ii system controller (serial number (B)(6)) was not returned for analysis. Additional information provided on 10feb2020 stated the system controller had been disposed of and would not be returned. The root cause for the damage to the connector nut was not able to be conclusively determined through analysis; however, it was reported that damage occurred during a battery exchange by the patient when the battery clip and power cable fell onto an edge. The device history records were reviewed and the heartmate ii system controller (serial number (B)(6)) was found to pass all manufacturing and qa specifications. The heartmate ii instructions for use section 7 ¿alarms and troubleshooting¿ states ¿hand tighten the connector nut; do not use tools. Do not twist the connectors when turning the nut.¿. The heartmate ii patient handbook section 10 ¿safety checklists¿ provides the patient with the procedure for maintenance of the heartmate ii left ventricular assist device. The heartmate ii instructions for use section 8 ¿equipment storage and care¿ and the heartmate ii patient handbook section 6 ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported according to the patient, that during the exchange of the power sources one battery, connected to the clip, fell down on an edge. Afterwards the black nut of the black power cable was broken accidentally. The clinic exchanged the controller to maintain sufficient connection to the power sources. The controller was disposed and will not return.